Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant glucose result. The customer stated quality control (qc) results earlier in the day resulted with abnormal assay results. The customer stated they had resolved by resetting result monitors. Ccc educated the customer that the result monitor should not be reset without instructions from siemens technical support. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced sample probe 2 (s2), reagent probe 2 (r2) and sample mixer. The cse ran service methods to make necessary adjustments. The cse re-ran service methods to verify corrections, which was acceptable. The cse ran system check and qc, which were acceptable. The cause of the discordant glucose result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose result was obtained on one patient samples on a dimension vista 500 instrument. The initial result was reported to the physician(s). The sample was repeated on an alternate instrument, and recovered higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.